Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that the patient with this right ventricular (rv) lead presented to the hospital after experiencing syncope. It was noted that there were rv pacing spikes in the right atrium and that the rv lead exhibited noise. X-ray found the lead to have dislodged. Surgical intervention was taken to revise the lead. At the revision procedure, the lead helix would not extend with repositioning. The lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The complete lead was returned with the helix retracted. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies.